Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of and treatment for the event were not reported. It was reported that the patient went to outpatient department (opd) due to the event; however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the peritonitis event. Pd therapies were ongoing. No additional follow up will be performed.